Manufacturer narrative:
Additional information. Manufacturer's investigation conclusions: the reported pump stop events were confirmed through the analysis of the log files that was provided by the account. Although a specific cause for this event could not conclusively be determined, based on past experience with the hmii lvas and similar reported events, the captured event appeared consistent with a potential driveline issue. In addition, the report of two tears on the silicone layer of the driveline can be confirmed through the submitted photographs. Lastly, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported elevated ldh could not conclusively be established through this evaluation. On (B)(6) 2019, a technical services representative arrived onsite to evaluate the condition of the patient¿s driveline. It was reported that the driveline appeared to be in good condition for a 4-year implanted device. Two small wear and tear areas were visible, however, no external driveline damage or issue were reported or seen during evaluation. In addition, manipulation of the external part of the driveline produced no pump stop events or other issues. All six wires underwent testing and proved intact using the hmii perc cable continuity test box. A green discoloration and possible contamination of the driveline was seen inside the bionate layer. Under clinical supervision, the patient¿s positioning was adjusted and a pump stop event was reproduced by reclining the patient from a sitting upright position to a supine position without movement to the external part of the driveline. It was identified that the cause of the pump stop events were due to the internal nature, unable to be recognized from x-ray images. Before the pump stoppages, the pump was running as expected and continues to do so. The patient was recommended to stay in the hospital due to increasing risks of pump stoppages and possible clinical consequences. After consultation with the hospital, it was decided to keep the patient on high urgent transplant list whilst evaluating the possibility to exchange the hmii pump or upgrade to an hm3 pump. The two wear and tear areas of the external part of the driveline were repaired with rescue tape. The patient currently remains ongoing on heartmate ii lvas, serial number (B)(6) with no further reported issues. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. Both the IFU and the patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Both documents also addresses all system controller alarms and how to respond to such events. No further information was provided. The patient remains ongoing on the pump. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 4 years and 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced pump off alarms while on batteries. It was also reported that the patient's driveline silicon sleeve has tears in two positions. The driveline was checked and there was no sign of liquid. Analysis of the log file revealed pump off alarms while on batteries and power module. This type of behavior has been linked to issues with the percutaneous lead. X-rays were taken of the percutaneous lead but were found to be unremarkable. The patient was placed on high urgent transplant list whilst being evaluated for exchange of lvad or upgrade to heartmate 3 lvad. No further information was provided.